Manufacturer narrative:
Follow-up information received on 21-nov-2016: the local health authority was added as reporter under the reference number (B)(4). Company causality comment: this non-medically confirmed spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) placed. Four months after essure insertion, she had an acute infection. She was hospitalized during two weeks. She was informed that, if she did not recover from infection, essure would have to be removed. However, after treatment she has recovered. She experienced pain every day. Essure inserts were pulled out (device use error) without removing the tubes and uterus 7 months after essure placement. This infection, interpreted as pelvic infection, and pain are listed events in the reference safety information for essure. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Although, she stated that symptoms (including pain) continued after essure removal, since essure may cause uncharacterized pain and that there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident due to hospitalization and because device removal was required. A product technical complaint analysis is being sought. Further information has been requested.

Event description:
This is a spontaneous case report received from an adult female consumer in (B)(6) on 12-sep-2016 who had essure (fallopian tube occlusion insert) placed. Consumer informed that, 4 months after essure placement, she had a reaction to essure, an acute infection. She was hospitalized during two weeks. She was informed that, if she did not recover from infection, essure would have to be removed. However, after treatment she has recovered. Later she experienced pain every day and irregular menstruation. According to her physician, she was in premenopause. Consumer also reported fatigue and anxiety and states it was so horrible, that seven months later she had to remove essure. Essure was pulled out and it was not necessary to remove her fallopian tubes or uterus. However, she still has the same symptoms and states that she cannot have sexual intercourse with her partner due to pains. Consumer also reported that she was not informed regarding the possibility of allergies and states that, when she asked, her physician told that she would not have any. She just did the test and the result showed she is allergic to nickel, other metals and mercapto. Consumer denied any concomitant diseases or drugs and considered all events related to essure. Company causality comment: this non-medically confirmed spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) placed. Four months after essure insertion, she had an acute infection. She was hospitalized during two weeks. She was informed that, if she did not recover from infection, essure would have to be removed. However, after treatment she has recovered. She experienced pain every day. Essure inserts were pulled out (device use error) without removing the tubes and uterus 7 months after essure placement. This infection, interpreted as pelvic infection, and pain are listed events in the reference safety information for essure. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Although, she stated that symptoms (including pain) continued after essure removal, since essure may cause uncharacterized pain and that there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident due to hospitalization and because device removal was required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 17-feb-2017 for the following meddra preferred terms: pain. The analysis in the global safety database revealed (B)(4) cases; pelvic infection. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 14-feb-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) placed. Four months after essure insertion, she had an acute infection. She was hospitalized during two weeks. She was informed that, if she did not recover from infection, essure would have to be removed. However, after treatment she has recovered. She experienced pain every day. Essure inserts were pulled out (device use error) without removing the tubes and uterus 7 months after essure placement. This infection, interpreted as pelvic infection, and pain are anticipated events in the reference safety information for essure. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Although, she stated that symptoms (including pain) continued after essure removal, since essure may cause uncharacterized pain and that there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident due to hospitalization and because device removal was required. According to the product technical complaint analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.